Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-sept-20 reporting that they were still having issues with the implantable neurostimulator (ins) shutting off when they change the program and still having issues with telemetry between the ins and controller when trying to make a change. A replacement controller was ordered. The plan was to work further with their managing health care provider (hcp) if the new controller did not resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was off when waking up the next morning. The patient will switch from program b to a and place the controller on the nightstand before bed. Even if the battery was at 50%, the patient reported that the ins has turned off. The rep said that recharging statistics show the patient has never let the ins deplete lower than 20%. Usage shows that the ins has turned off on august 3, 4, 5, and 14. It was reviewed the rep should send in a data file for analysis and have the patient monitor for future instances. The issue started 3 weeks prior to the report. The rep also reported that a no device found message was seen 3 weeks prior to the report. The patient will hold the device right in front of her when making adjustments and the no device found message has happened 6 times. The patient confirmed that the ins has not depleted. The patient said that one time she tried it again and right after seeing no device found communication was successful. The patient has tried it in multiple areas of the house with no resolution. The issue only happened without the recharger connected. The rep was not able to reproduce this issue in the office. The patient was going to keep track of future instances and contact patient services in the future if the issue persisted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the implantable neurostimulator (ins) shutting off by itself and the ¿no device found¿ error message was not determined. The patient stated that they tried removing the battery and replacing it in the controller. It was noted that the issue of the ins shutting off by itself had not been resolved, but the error message had been resolved. No further complications were reported or anticipated.